Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material or in the manufacturing process. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. A non-conformance was not determined. No measures necessary for this case. The basics of the gamma3-system are the interaction of nail set including a set screw and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. The set screw ¿ as part of the nail kit - is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. In this case the found corresponding damage on lag screw and set screw give clear evidence that the set screw had been placed on the shaft of the lag with created an evident imprint. Later on the user unscrewed the set screw ½ turn (as required per op-tech). This is confirmed by the evident scratch which furthermore confirmed lag screw back out. According to provided information and referring to faultless (unbroken) products resp. Given function the cause of the event was most likely contributed by an insufficiently placed set screw. The set screw had not been placed sufficiently into the sliding flute of the lag screw. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. The event was not caused by a deficiency of any of the devices.

Event description:
On (B)(6), gamma3 primary surgery was performed. After that the excessive sliding of the lag screw was found, the revision surgery was performed on (B)(6) 2016. The lag screw was replaced in the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6), gamma3 primary surgery was performed. After that the excessive sliding of the lag screw was found, the revision surgery was performed on (B)(6) 2016. The lag screw was replaced in the surgery.